Manufacturer narrative:
D5 is unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information h7, h9, d5 is unknown. No information has been provided to date this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other text: additional information: no information has been provided to date this remediation MDR was generated under protocol (B)(4).

Event description:
Additional information was received indicating the issue occurred prior to use that there was no patient involvement. The pump would not recognize the syringe size in order to run.

Event description:
Information was received indicating that a smiths medical medfusion pump was alarming "check clutch plunger lever" error and not recognizing syringes. There was no reported adverse event.